Event description:
It was reported an unspecified quantity of clearlink system - non-dehp solution sets leaked. Additionally, the sets were "leaking from the uppermost y-site". The events occurred in the neonatal intensive care unit to "deliver lipids, smof: soybean oil, median change triglyceride, olive oil and fish oil". The infusions were hung via a non-baxter pump and the rates were set to 3.4ml/hour and 3.6ml/hour .the secondary ports were not in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Event date: on an unknown date during the "week of october 3rd". Initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent pressure testing and not leak was observed. Pull testing and clamp functioning testing were also performed and the set performed according to product specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.